Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switches. The device also alarmed motor error during the occlusion test due to a faulty force sensor resistor. No unexpected off no power or low battery alarms and no blank display was observed during analysis. Scratched lcd window, cracks by the display window, battery tube threads, reservoir tube lip and misisng end cap sticker also noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to gastroparesis. Customer had high blood glucose reading of 320 mg/dl. Customer was treated with manual injections. Nothing further reported.